Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed multiple pump stops while the device was connected to the power module with an ungrounded patient cable. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted x-rays showed some areas of potential metal braided shield breakdown on the external portion of the driveline. A potentially tight internal driveline loop was also noted. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file was reviewed and contained events from (B)(6) 2021 through (B)(6)2021. Multiple pump stop events were captured on (B)(6) 2021 while the device was connected to the power module with an ungrounded patient cable. The pump stop events were associated with low speed advisory, low speed hazard, low flow hazard, and motor stop alarms. The pump otherwise maintained a speed above the low speed limit. A yellow wrench advisory alarm with replace controller alarm was activated on (B)(6) 2021; refer to the pocket controller investigation regarding this finding. There were no other notable alarms active in the log file. The patient underwent a pump exchange from vad-60911 to vad-21342 on (B)(6) 2021; it was reported that vad-60911 would not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for vad-60911, driveline serial number (B)(6) (original driveline; document 167515), and driveline serial number (B)(6) (driveline repair) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05aug2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-02685. It was reported that the patient experienced a low speed advisory and pump stop on the orange cable at home on (B)(6) 2021. There was concern for short to short noted. The controller faulted after the low speed advisory and pump stop. The controller was exchanged due to this and no new alarms were noted on the new controller. Log file analysis captured multiple pump stops while on ungrounded patient cable. These type of events were associated with phase to phase short (multiple wire damage). The x-rays submitted appeared to contain some shield twisting. The patient underwent a pump exchange on (B)(6) 2021.